Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on (B)(6) 2015 on the aviva system within 10 minutes: 35 mg/dl and 140 mg/dl and on (B)(6) 2015 on the aviva system within 10 minutes: 52 mg/dl and 175 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.